Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis. The 100% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the seventh inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.